Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was in the hospital due to diabetes issues and had high blood glucose levels. Customer's blood glucose readings varied between 306 and over 417 mg/dl; treated with manual injection. Customer was wearing device at the time of admission. Customer declined troubleshooting due to not feeling well, but said she would call back. Nothing was replaced or returned.